Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced low blood glucose over night on (B)(6) 2018 with blood glucose of 47 mg/dl. The customer was at 114 mg/dl at the time of the call. The customer treated with food intake. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no anomalies were found. The drive support cap was inspected and the customer stated that it appeared normal (slightly indented) and the customer reported that they did not press the cap while connected to the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the device accuracy test at 0.08830 inches. No possible over/under delivery anomaly noted.